Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. Surgical intervention was performed and the rv lead was repositioned, but still it still couldn't capture the heart. The rv lead was then explanted and replaced. No additional adverse patient effects were reported. The rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
The rv lead was never returned back from the field for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. Surgical intervention was performed and the rv lead was repositioned, but still it still couldn't capture the heart. The rv lead was then explanted and replaced. No additional adverse patient effects were reported.